Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that the stent damage occurred. The (B)(4) stenosed target lesion was located in the moderately calcified posterior descending artery extending to the atrioventricular nodal branch of the right coronary artery. A 2.25 x 12 synergy&#10244;rug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient, and plain old balloon angioplasty (poba) was performed several times. The device was then attempted to be delivered to the lesion again, but the distal side of the stent was found to be flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first row of proximal stent struts was lifted. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified posterior descending artery extending to the atrioventricular nodal branch of the right coronary artery. A 2.25 x 12 synergy® drug-eluting stent was advanced but was unable to cross the lesion. The device was removed from the patient, and plain old balloon angioplasty (poba) was performed several times. The device was then attempted to be delivered to the lesion again, but the distal side of the stent was found to be flared. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.